Manufacturer narrative:
The pump passed displacement, basic occlusion, occlusion and prime tests. However, the pump had intermittent button response due to moisture damage to keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the lcd window corner, a scratched reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, a stained address and serial number label, and stained end cap sticker.

Event description:
The customer reported that the insulin pump buttons were unresponsive and was not able to out of priming mode. Customer stated when he gets to fill tubing screen and presses the act button nothing happens. Troubleshooting was done. Customer's blood glucose was 147 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.